Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2004 and a revision procedure in 2005. The pt then needed a bit of mesh trimmed by a different doctor that eroded through the perineum. The pt then consulted the doctor again in 2010 for chronic pain and recurrence of a rectocele. The pt was sent to a different doctor who was not hopeful that he could help the pt. Additional info has been requested.

Manufacturer narrative:
(B)(4) - mesh exposure, (B)(4) - rectocele recurrence. (B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.